Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: shaft separation. Time of device issue: during device preparation. Symptoms/ae: none. It was reported that during removal of the xience v stent delivery system from the packaging hoop during device preparation, the shaft became separated. The device was not used. There was no pt involvement. No additional info provided.